Event description:
It was reported that during implant, the lead impedance was high. The physician tried different positions without success. This lead was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of impedance anomaly was confirmed in the laboratory. Analysis found the body of the lead to be clogged with dried body fluids and the helix was extracted. After cleaning, normal lead impedance was measured when the lead was partly extended.